Event description:
Boston scientific received information that this device and associated right ventricular lead were explanted due to infection. Neither product is expected to be returned and another boston scientific device and lead were successfully implanted. No additional adverse patient effects were reported and no allegations against the bsc products.

Manufacturer narrative:
As no further information on this case is expected, this complaint record has been closed. Should additional information become available, the record will be reopened and updated.